Event description:
It was reported that medication leaked from the syringe 3ml ll 23ga 1-1/4in tw during use. The following information was provided by the initial reporter: "drug leakage."

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: ¿2 photos were returned for evaluation. ¿from the photo, observed cracked line on syringe barrel. Sample evaluation: ¿1 actual sample with open package was returned for investigation. ¿the sample was not decontaminated. ¿from the sample, observed that the syringe barrel is bow and crack line. ¿the sample was subjected to barrel bow measurement as per drawing 30001803 measurement failed specification. ¿the sample was subjected to leak test as per test procedure #80005455 and sample failed. A bd quality engineer inspected the returned unit and identified a crack in the syringe barrel which likely contributed to the leakage reported. It is possible that the syringe damage was created during the assembly process. Damaged parts are removed by production technicians during the assembly process. In this scenario a technician may have missed the defective part allowing it to continue down the good product stream. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the syringe 3ml ll 23ga 1-1/4in (B)(4) during use. The following information was provided by the initial reporter: "drug leakage."